Manufacturer narrative:
(B)(4). The pipeline flex delivery system and catheter were returned for evaluation. As received, the distal end of the pipeline flex braid was found outside of the catheter tip. The remainder of the braid and pushwire were found inside the distal segment of the catheter. For further investigation, the pipeline flex delivery system was pushed out of the catheter. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex braid were found fully opened with damage. The pushwire was observed to be kinked near the distal tip coil. Based on the analysis findings and the reported event details, the report of pipeline flex failure to open in the distal section could not be confirmed. The cause for the reported experience could not be determined as the received pipeline flex braid was found fully opened with damage at both ends. Additionally, the lot history record of the reported lot number showed no quality issues that might have contributed to the reported event. There was reportedly a normal amount of resistance during the procedure; however, the damages on the returned devices indicated that the devices were possibly being pushed or pulled against a great amount of resistance, causing the pipeline flex delivery system to become bent and stretched. The cause of the resistance could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ all mdrs related to this event: 2029214-2016-00064, 2029214-2016-00065.

Event description:
Medtronic received report that a pipeline flex device did not open during a procedure. The patient was being treated for an aneurysm in the distal section of the internal carotid artery (ica). The vessel was moderately tortuous. The devices were used as per IFU. It was reported that the first pipeline flex did not open in the distal segment when deployed out of the catheter. The pipeline flex appeared to be pinched down. The physician made two resheathing and re-deployment attempts as well as wagging the device, but was not successful in opening it. The pipeline flex and catheter were removed. After removal from the patient, it was reported that the pipeline flex was stuck on the ptfe sleeves. There was reportedly a normal amount of resistance in the catheter during use. The procedure was completed without issue using a new device. The patient is currently fine. There was no report of any patient injury as a result of this event.